Event description:
It was reported by service report that the fowler was not lowering all the way down electronically and manually. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: switch plunger, limit arm collar, ball screw assembly.